Manufacturer narrative:
On 02/24/2016 12:18 pm (gmt-5:00) added by (B)(4): no failure of the device reported to maquet. Unfavourable conditions and carelessness of the operator led to the event. This is an isolated case. We are not aware of similar incidents with this type of device. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
On 02/24/2016 11:54 am (gmt-5:00) added by (B)(6): the nurse was on the head side of one of their transporters when a colleague pushed the transporter on the other side. The nurse stopped and the colleague pushed through the transporter, with the result that the nurses' toe came under the transporter's wheel. The nurse suffered a bruised toe. (B)(4)